Event description:
The customer returned a perclose proglide device without providing any further details. Subsequent attempts for clarification were unsuccessful. Evaluation of the returned device revealed a bilateral needle-to-cuff miss due to the needle plunger being retracted prior to being depressed to deploy the needles. Because the suture could not be retrieved, the knot would not form to be advanced to the arterial surface to close the vessel as intended. Subsequently, a failure to achieve hemostasis would have occured requiring an alternative method to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The presence of blood on the device indicated insertion into the anatomy. A bilateral needle-to-cuff miss was detected. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.